Event description:
Attorney reported: in 2006 - the patient underwent surgery to repair a ventral hernia. A composix kugel mesh was used to repair the hernia. As result of using the composix kugel mesh patch the pt, was caused to suffer, among other injuries, severe infection, and was caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by the pt was due to the composix kugel mesh. The pt has suffered serious and dangerous side effects, including but not limited to bowel perforations, bowel obstructions, chronic intestinal fistulae, death, serious infection, as well as other severe and permanent health consequences. The pt had endured the mental anguish and psychological trauma of living with the knowledge that they had and/or could have suffered serious dangerous side effects. The pt died in late 2008.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including pt information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided.